Event description:
The patient reported that he dropped his infusion device and since then the device is not producing any noise when it boluses. The pt also stated that the device no longer vibrates. The patient also indicated that the infusion device is making a strange "buzzing noise". The pt reported that his blood glucose has been elevated to 310 mg/dl. His normal range is 120-150 mg/dl. The patient stated that at dinner his blood glucose was 250 mg/dl and he administered a 9 unit bolus. At the time of the call his blood glucose was 310 mg/dl. The patient reported experiencing feeling thirsty. Replacement product was sent and the product was requested to be returned. Upon follow up in 2007, the pt reported that "everything was great". The patient did not report requiring medical attention from a healthcare professional or second party to address the issue.